Manufacturer narrative:
(B)(4). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It was reported that the patient underwent an initial left orthopedic salvage knee procedure about six years ago. Subsequently, the patient was revised due to an implant fracture. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no related deviations or anomalies during manufacturing. Review of complaint history found no additional complaints related for the part and lot search. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.